Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. The information was provided only. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, when cleaning with an olympus endoscope reprocessor, it became cloudy when endoquik was added. It was discovered that the endoquik had expired six months earlier. The device that was being processed at the time was a cysto-nephro videoscope. The subject device was not used for cases when it became cloudy, but the endoquik was used for reprocessing within the past six months. It is unknown the number of cases. The cysto-nephro videoscope is currently being reprocessed using a new endoquik. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.